Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, the right atrial lead exhibited noise which resulted in auto mode switch episodes. The noise was reproducible with arm movements. No intervention was performed. The patient was in good condition.